Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer had issues with the infusion sets leaking. Caller stated that when the needle is taken out, insulin comes out. Caller stated that he thinks the customer was at work that day. Customer's blood glucose may have been over 400 mg/dl at the time of the incident. Customer treated with shots. Caller stated that the sets were discarded.